Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure to treat a lesion using scuba peripheral bare metal stent device, it was reported that the device was freed (dislodged) from the balloon system while it was in the external iliac artery. The dislodgement occurred during delivery to/at the lesion. The stent moved to femoral artery by the flow. Open surgery was performed to remove the stent from femoral artery. Open surgery was performed to remove the stent from femoral artery. The lesion was calcified with 100% stenosis and little vessel tortuosity. The lesion was pre-dilated. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. No further clinical sequelae reported for this event. Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: images were received for review. From the analysis of the images provided it was not possible to understand the cause of failure. The device was dislodged from the balloon system while it was in the external iliac artery, and the stent dislodged and moved to femoral artery by the flow. Attempts can be seen to remove the stent however no additional indication was found about morphology of the vessel or the cause of failure. A picture of the open surgery that was performed on the patient to remove the stent from femoral artery was also provided. From the analysis of the images provided it was not possible to understand the cause of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.